Manufacturer narrative:
Information was not provided. 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (b(6) 2011 alleging a battery indicator on his one touch ultra 2 meter. The patient mentioned that the alleged issue with the meter began approximately 1 month ago. The battery did not need to be replaced since the patient would replace the battery and 2 days later obtain a battery indicator. At an unspecified date later, after the alleged issue began, around 11:00 am the patient developed symptoms of sweating and feeling light headed. The patient ate more food/drink . The patient did not seek any further medical attention or contact his physician for assistance. During troubleshooting it was noted that this was not the first time the product was being used. There was no indication of misuse of the product. Product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the battery indicator, he was unable to test his blood glucose and later developed symptoms suggestive of a serious injury and had to self-treat with more food/drink.